Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure device (as written) was noted to be embedded in the tissue') in a 36-year-old female patient who had essure (batch no. 789031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multiparous. Previously administered products included for prevent pregnancy: mirena until (B)(6) 2011; for an unreported indication: acetaminophen and nsaid. Concurrent conditions included vaginal itching and asthma. Concomitant products included beclometasone dipropionate (qvar), betacarotene; bioflavonoids nos; biotin; calcium ascorbate; calcium pantothenate; calcium phosphate; choline bitartrate; chromic chloride; colecalciferol; copper sulfate; cyanocobalamin;folic acid; hesperidin; inositol; iron amino acid chelate; lycopene; lysine hydrochloride; magnesium oxide; manganese sulfate; molybdenum trioxide; nicotinamide; phytomenadione; potassium iodide; potassium sulfate; pyridoxine hydrochloride; retinol acetate; riboflavin; selenomethionine; silicon dioxide, colloidal;sodium borate decahydrate; thiamine mononitrate; tocopheryl acid succinate; ubidecarenone; zinc oxide (multivitamin & mineral), fluconazole (diflucan), loratadine (lotan), medroxyprogesterone acetate (depo provera), methylprednisolone, phenazopyridine hydrochloride (pyridium), salbutamol and sulfamethoxazole. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced the first episode of vaginal discharge ("vaginal discharge"), 4 months 23 days after insertion of essure. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced pelvic pain ("persistent pelvic pain / pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), infection ("infections"), urinary tract infection ("uti/infection (bladder/ urinary tract/vaginal) type: vaginal, uti") and the second episode of vaginal discharge ("vaginal discharge"). The patient was treated with paracetamol (acetaminophen). Essure treatment was not changed. At the time of the report, the embedded device, pelvic pain, menstrual disorder, infection, vaginal haemorrhage, menorrhagia, depression, anxiety, urinary tract infection and the last episode of vaginal discharge outcome was unknown. The reporter considered anxiety, depression, embedded device, infection, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: she had been treated infections/infection (bladder/ urinary tract/vaginal), vaginal discharge. Lot number: 789031 manufacturing date:2010-10 expiration date:2013-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure device (as written) was noted to be embedded in the tissue') in a 36-year-old female patient who had essure (batch no. 789031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multiparous. Previously administered products included for an unreported indication: acetaminophen, mirena and nsaid. Concurrent conditions included vaginal itching and asthma. Concomitant products included beclometasone dipropionate (qvar), betacarotene;bioflavonoids nos;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral), fluconazole (diflucan), loratadine (lotan), medroxyprogesterone acetate (depo provera), methylprednisolone, phenazopyridine hydrochloride (pyridium), salbutamol and sulfamethoxazole. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced the first episode of vaginal discharge ("vaginal discharge"), 4 months 23 days after insertion of essure. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced pelvic pain ("persistent pelvic pain / pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), infection ("infections"), urinary tract infection ("uti/infection (bladder/ urinary tract/vaginal) type: vaginal, uti") and the second episode of vaginal discharge ("vaginal discharge"). The patient was treated with paracetamol (acetaminophen). Essure treatment was not changed. At the time of the report, the embedded device, pelvic pain, menstrual disorder, infection, vaginal haemorrhage, menorrhagia, depression, anxiety, urinary tract infection and the last episode of vaginal discharge outcome was unknown. The reporter considered anxiety, depression, embedded device, infection, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: she had been treated infections/infection (bladder/ urinary tract/vaginal), vaginal discharge. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Event infections/infection (bladder/ urinary tract/vaginal) - vaginal discharge added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of embedded device ("essure device (as written) was noted to be embedded in the tissue") in a (B)(6) female patient who had essure (batch no. 789031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multiparous. Previously administered products included for an unreported indication: acetaminophen, mirena and nsaid. Concurrent conditions included vaginal itching. On (B)(6) 2011, the patient had essure inserted. In august 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). In august 2012, the patient experienced pelvic pain ("persistent pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, 2 years 2 months after insertion of essure, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding") and infection ("infections"). Essure treatment was not changed. At the time of the report, the embedded device, pelvic pain, menstrual disorder, infection, vaginal haemorrhage, menorrhagia, depression, anxiety and vaginal discharge outcome was unknown. The reporter considered anxiety, depression, embedded device, infection, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new event "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, vaginal discharge" were added. Lot number was added. New reporter were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.